Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device worked well until they fell in (B)(6) of 2016. They had significant injuries including fractures of their coccyx, t-spine, and l-spine. They underwent replacement of the pulse generator and electrode in (B)(6) of 2020.